Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), rheumatoid arthritis ('rheumatid arthritis') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen since (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2017 to (B)(6) 2017 and paracetamol (tylenol) since (B)(6) 2017. In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and pain in extremity ("leg pain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) and ovarian cyst ("ovarian cysts"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient experienced hot flush ("hot flushes"). In (B)(6) 2018, the patient experienced arthritis ("inflammation knees and elbow") and inflammation ("inflammation feet and hands"). On an unknown date, the patient experienced dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), arthralgia ("joint pain"), bladder disorder ("bladder disorder"), vulvovaginal inflammation ("inflammation sweaty vaginal area") and vaginal odour ("odor"). The patient was treated with surgery ((B)(6) 2019(scheduled).). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hot flush, migraine, weight increased, arthralgia, rheumatoid arthritis, systemic lupus erythematosus, ovarian cyst, pain in extremity, vulvovaginal inflammation, vaginal odour, arthritis and inflammation outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, hot flush, inflammation, migraine, ovarian cyst, pain in extremity, pelvic pain, psychological trauma, rheumatoid arthritis, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal infection, vaginal odour, vulvovaginal inflammation and weight increased to be related to essure. The reporter commented: essure removal scheduled on (B)(6) 2019. Essure removal scheduled on (B)(6) 2019. Current weight 168 lbs. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received- new events rheumatoid arthritis, lupus, ovarian cysts, leg pain, inflammation sweaty vaginal area, inflammation knees and elbow, inflammation feet and hands were added. Hormonal changes was updated to hot flushes. Headache was updated into migraines / headaches. Patient information and concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergic rash"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), arthralgia ("joint pain") and bladder disorder ("bladder disorder") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 (scheduled)). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, headache, weight increased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: essure removal scheduled on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos deleted and events 'dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, rash, skin disorder, psychological trauma, uti, vaginal infection, vaginal discharge, fatigue, hormonal changes, headaches, weight gain, joint pain' were added. Product start date added. Patient date of birth added. Pelvic pain as incident and case becomes incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.